Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the power switch had no power causing the alarm not to function. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit will not alarm.